Event description:
Customer reported device results were higher than normal (250, 289, 300s mg/dl). Customer took insulin. One hour later at about 7:15 pm, device = 28 mg/dl. Customer was given orange juice and cake. Customer was incoherent and taken to the hospital. Hospital device = 110 mg/dl. No other treatment received. Control information was not provided. A request was made for return product and replacement product was sent.